Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Review of stored egm noted that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.